Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lg light guide lens is chipped and the insertion section is dented. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: regarding the customer allegation the cause is traced to component failure of the light guide bundle, and related to the new reportable findings the causes were component failure of the distal end cover glass and component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had dark light. The issue was found during reprocessing. There were no reports of patient involvement.